Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: 3110060. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 5 of 6, it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of c. Tropicalis. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting molecular false positives for product 442023, lot no. 3110060. Customer is reporting 6 different patient false positives. 4 out of 6 were reported, unknown if change in treatment. Biofire panel type: bcid2. Biofire catalog number: rfit-asy-0147. Biofire lot number: 2z0e23,2z6923. Bactec bottle lot number(s): 3110060. For ids, shipment method (directly or via distributor): distributor. For ids, if it is a distributor ¿ who is it?: labcorp. Bactec instrument serial number: (B)(6). Was biofire result(s) dual positive?: yes. What organisms grew?: 1.) Staph. Sp. Not s.aureus. 2.) Staphylococcus aureus. 3.) Escherichia coli, staph. Sp. Not s.aureus. 4.) Bacteroides fragilis. 5.) Escherichia coli. 6.) Staphylococcus haemolyticus. What was seen in the gram stain?: 1.) Gram positive cocci. 2.) Gram positive cocci. 3.) Gram positive cocci in clusters, gram negative bacilli. 4.) Gram negative bacilli. 5.) Gram negative bacilli. 6.) Gram positive cocci in clusters".

Event description:
Report 5 of 6 it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive of c. Tropicalis. No patient impact reported. The following information was provided by the initial reporter: "customer is reporting molecular false positives for product 442023 lot no. 3110060. Customer is reporting 6 different patient false positives. 4 out of 6 were reported, unknown if change in treatment. Biofire panel type: bcid2 biofire catalog number: rfit-asy-0147 biofire lot number: 2z0e23,2z6923 bactec bottle lot number(s): 3110060 for ids, shipment method (directly or via distributor): distributor for ids, if it is a distributor ¿ who is it?: labcorp -bactec instrument serial number: ft 5040 was biofire result(s) dual positive?: yes what organisms grew?: 1.) Staph. Sp. Not s.aureus 2.) Staphylococcus aureus 3.) Escherichia coli, staph. Sp. Not s.aureus 4.) Bacteroides fragilis 5.) Escherichia coli 6.) Staphylococcus haemolyticus what was seen in the gram stain?: 1.) Gram positive cocci 2.) Gram positive cocci 3.) Gram positive cocci in clusters, gram negative bacilli 4.) Gram negative bacilli 5.) Gram negative bacilli 6.) Gram positive cocci in clusters".

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510 (k) #: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.